Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated (justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation). Evaluation results: zoll medical corporation evaluated the device and the electrode pads and the customer's report was not replicated or confirmed. The device and electrode pads were put through extensive testing including functional testing and bench handling without duplicating the report. The device was recertified and returned to the customer. There are no errors recorded leading up to the event in the history file. No trend is associated with reports of this type.